Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka). The patient attempted to activate a pod and received an alarm during priming. The patient was unable to activate the pod and did not have any pods remaining. The patient's blood glucose levels rose above 250 mg/dl and was reportedly not feeling well. The patient was treated with intravenous fluids and lab tests were performed. The patient was released after approximately four hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.